Manufacturer narrative:
Analysis of the log files from AED serial number (B)(6) showed that the AED was manufactured in 5/04/22 and placed into service on 6/27/22 with battery pack serial number (B)(6) . On 03/01/23, the AED detected a possible problem and attempted to alert the user by flashing its red asi and chirping. The AED continue to flash its red asi and chip without any evidence of human interaction to address the AED's condition until 8/4/2023 when the battery pack became fully depleted. The cause of the AED not powering on is related to a lack of maintenance of the AED, specifically, the AED's battery pack.

Event description:
An international distributor reported that a customer's AED would not power on with a dbp-1400 battery pack serial number (B)(6) . They reported that the AED would power on with another battery pack. They also reported this did not occur during patient use.